Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The lot number reported, r40874 is associated with a msm20 and not associated with the reported complaint device of mcm20. What is the lot number for the reported mcm20 device?

Event description:
The instrument does not completely close the brackets. There were no patient consequences. Procedure: cystectomy.

Manufacturer narrative:
(B)(4). Batch # r92m5j. Device analysis: the analysis results found that the msm20 device was returned inside its package unopened and with a clip in the jaws. In an attempt to replicate the reported incident, the packaging was opened and the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 20 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Lot number is r40874. Based on the lot number received, the product code has been updated from mcm20 to msm20.